Event description:
Reporter alleged pt was treated with d-50 based on a lab result versus the reading on the blood glucose monitoring device. Reporter stated glucose device result was 46 & 48 mg/dl while the lab reading was 97 mg/dl performed within fifteen minutes of each other. Reporter indicated controls were used during the day and were within range. A request was made for the return of the suspect device, however replacement product was declined.